Manufacturer narrative:
Upon additonal information this investigation will be updated.

Event description:
Boston scientific received information that during a follow up (B)(6) 2013 a variation in the right atrial lead impedance was observed. The physician reprogrammed the device at that time. During the most recent follow up the right atrial lead impedances were out of range in the unipolar and bipolar configuration. No anomalies were observed on x-ray and no connection issues noted. The patient had no symptoms. The right atrial lead will be evaluated during the next follow up. No adverse patient effects were reported.